Event description:
It was reported that the pt experienced a lack of stimulation on both sides. An x-ray revealed that the right extension was broken. Electrode impedances were tested in the operating room and it was found that all impedances on the left electrode were above 4,000 ohms and electrode one on the right channel was above 4,000 ohms. The extensions were cut (previously connected to a kinetra) and left implanted while the hcp decided what to do. It was reported that there was no pt injury.

Manufacturer narrative:
Analysis of lead model 3389, lot # unknown, determined the product was segmented with no significant anomalies. The product segmentation was suspected explant damage. The continuity was acceptable and there were no shorts between circuits. Analysis of lead model 3389, lot # unknown determined no significant anomalies. The body insulation was cut through and the lead was segmented (suspected explant damage). The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).